Event description:
It was reported that the patient underwent a surgical procedure in which the ambicor penile prosthesis (app) was removed and replaced with inflatable penile prosthesis (ipp) because the device was no longer functioning as there was no fluid left in the system. After the procedure the patient is healing well.

Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.